Event description:
The suture was used during a hysterectomy. Reportedly, the suture broke. The surgeon applied another suture to complete the proceduree. The hospital has reported no pt injury occurred.